Manufacturer narrative:
Result: power cord plug missing ground and power prongs.

Event description:
It was reported by service report that the bed had intermittent power. No pt involvement or adverse consequences were reported.